Event description:
The celect filter was placed in 2009. Placement of the filter was okay. Pt came back with lower back pain - did a CT scan and it is questionable if the leg perforated the vessel. Pt's pain has since subsided.

Manufacturer narrative:
Event eval: this event is still under investigation.